Event description:
Pt has been using syringes to inject testosterone for years and wife who is an rn usually uses 22g to draw med then changes to 25g needle to administer shot. She used the 22g to administer the shot and states the needle almost did not go into skin because it was so blunt. She is an rn who has administered shots for years and has never seen such a blunt needle. She used 2 syringes from this batch and had the same problem. Dose, frequency and route used: 1 every 14 days im.